Manufacturer narrative:
Age at time of event: patient was over the age of 18 year, possible mid-70s'.

Event description:
It was reported that the device's blades stopped spinning. A jet stream xc catheter, 2.4mm and jetwire were selected for a procedure in the right popliteal artery. During the procedure, the device was going through some in-stent restenosis (isr) in a 90-100% stenosed, and not very calcified lesion, with tortuous anatomy. During this, the catheter seized and would no longer run in blades down mode. The device was removed from the patient using rex mode. The catheter was removed, inspected and re-flushed and appeared to be operating normally. When they attempted to reload on the jetwire, they were unable to do so. The physician thought it was possible that something got lodged in the wire lumen. The devices were replaced and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
A2: age at time of event: patient was over the age of 18 year, possible mid-70s. Device evaluated by manufacturer: the device was returned for analysis. Visual examination showed kinks/buckling on the catheter shaft located 1cm from the tip. The functionality of the device was checked by setting up the product per the IFU (instructions for use). The device primed as designed. The device was activated, and the blades did spin as designed. The device was functionally tested for a period of two minutes with no issues or errors. A .014 test thruway guidewire was attempted to be loaded into the device and it was noticed that the guidewire only transcended approximately 7mm into the tip. The tip was dissected. It was noted that in the tip area, coating had scraped off the guidewire the customer had used and occluded the lumen. Inspection of the remainder of the device, revealed no damage or irregularities. Device analysis determined the condition of the returned device was not consistent with the reported information of activation/blades spinning issues.

Event description:
It was reported that the devices blades stopped spinning. A jetstream xc catheter, 2.4mm and jetwire were selected for a procedure in the right popliteal artery. During the procedure, the device was going through some in-stent restenosis (isr) in a 90-100% stenosed and not very calcified lesion, with tortuous anatomy. During this, the catheter seized and would no longer run in blades down mode. The device was removed from the patient using rex mode. The catheter was removed, inspected and re-flushed and appeared to be operating normally. When they attempted to reload on the jetwire, they were unable to do so. The physician thought it was possible that something got lodged in the wire lumen. The devices were replaced and the procedure was completed. No patient complications were reported.